Event description:
Philips received a complaint indicates that ECG waveforms and readings were absent. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Fse performed tests and reviewed device error logs. Based on the information available and the testing conducted, the cause of the reported problem was defective ECG trunk cable. The reported problem was confirmed. The device was operational after replacement of ECG trunk cable was completed. The device successfully passed all required testing. The device remains at the customer site and no further evaluation is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.